Manufacturer narrative:
Upon receipt, the lead was found cut approx. 43 cm proximal to the lead tip. Only the distal fragment was returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure.the analysis of the returned fragment demonstrated a rubbed through insulation between approx. 4 cm and 5 cm proximal to the lead tip. This observation can be considered as the root cause for the observed low impedance mentioned in the complaint description.based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration.further damages, i.e. Cuts in the insulation, resulted most likely from the explantation procedure. Blood penetrated the lead.the analysis of the returned fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due too low impedance, also physician suspected insulation break in the rv lead. Should additional information be received, this file will be updated.